Manufacturer narrative:
The insulin pump powered up properly after battery installation and had normal operating currents. The insulin pump was monitored for several days and no unexpected shut down or battery alarms were noted. The insulin pump was received with a cracked reservoir tube lip, broken battery tube threads, a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window and a stained end cap sticker.

Event description:
It is reported that a customer's insulin pump turned off on its own without any alarms. The patient's blood glucose level was 7.4 mmol/l at the time of the call. The customer's mother stated that they would like a replacement pump sent to them. The mother stated that the pump is currently working fine. The mother was advised to call back to trouble shoot the issue the next tome they have problems with their insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.